Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 400 mg/dl and the cause was not known. Customer's parent assisted the customer with administering an insulin injection to address bg. Recommendation was made for the contact to consult with a healthcare provider.